Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found that the device would not turn on. Further, the following defects were identified during evaluation and corresponding actions were taken upon evaluation : - the pressure valve loose inside the device ¿ irreparable valve was replaced. - device had a bent front ¿ deformed case was adjusted. - cpu board was defective ¿ replaced. - electrical front panel was defective - replaced - air-connector was defective ¿ replaced - pump roller was defective ¿ replaced - holder for compressed air reservoir was defective ¿ replaced - internal pneumatic system was defective ¿ repaired - unit was not calibrated correctly - newly calibrated - unit had external physical damages (probably from dropping) - rocker (follower) arm was defective ¿ repaired further, a mechanical upgrade was performed, the pressure mechanism was re-adjusted, defective material exchanged, color coding for tube set replaced, the pneumatic system was checked, the device was cleaned, tested and found to be fully functional. User mishandling of the device, probably due to a fall, is the root cause of the physical damages observed on the device. Also user error would have resulted in the incorrect calibration of the device. However, with the available information, we cannot determine the root cause of the other identified failures. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/29/2015 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported a failure was detected at service center during electrical safety test, not intra-operatively preventive maintenance 208/20.